Event description:
It was reported that the battery of this device showed 50% remaining and most recently 15% remaining. A review of the device by technical services (ts) showed an increase in battery voltage. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) showed 50% remaining and most recently 15% remaining. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature battery depletion. Device replacement was recommended. The device should have enough capacity to support therapy for sixty two days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this device showed 50% remaining and most recently 15% remaining. A review of the device by technical services (ts) showed an increase in battery voltage. The device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.